Event description:
A malfunction was reported on the customer's pump, identified by malfunction code malf 16. There was no adverse impact to the customer's blood glucose level. Customer service advised the customer to reset the pump; however, the malfunction recurred, leading to the decision to replace the pump. Customer was assisted in putting the old pump into storage mode and was instructed to return it using a pre-paid label. Customer was also advised on the steps to take upon receiving the replacement pump, which was sent with no signature required for delivery. A backup insulin pump was used to ensure no interruption in insulin delivery.